Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for cocked stopper and underfill was observed. Additionally, 100 retention samples were evaluated by visual testing and the issue of cocked stopper was not observed. Furthermore, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper and underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood and a broken lid/cap. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the tube, the tube was found to have a low draw issue, and a shield was molding defect. Blood collection was completed after the blood collection vessel was replaced."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood and a broken lid/cap. The following information was provided by the initial reporter and translated to english. The customer stated: "during use of the tube, the tube was found to have a low draw issue, and a shield was molding defect. Blood collection was completed after the blood collection vessel was replaced."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.